Event description:
Pt was diagnosed with a ganglion cyst originating from the tendon 5.5 months after surgical repair of a tear in the left achilles tendon with orthadapt augmentation; the cyst was aspirated twice. Approximately 12 months post repair, the cyst and a soft tissue mass were removed.

Manufacturer narrative:
A review of the provided case information indicated the physician used absorbable sutures to fixate orthadapt bioimplant. Package insert instructs physician to use only non-absorbable sutures. A review of the provided case information indicated the physician used a implant technique resulting in graft on graft contact which may have prevented graft incorporation. Case information also indicated non-viable native tissue that might prevent graft incorporation. Topaz coblation/ablation was used to coblate hypertrophied tissue proximal and distal to the repair. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. While no specific cause could be identified, the use of absorbable sutures, implant technique and non-viable native tissue likely contributed to the event; there is no identified link between the reported event and the graft.